Event description:
It was reported that the customer was hospitalized and the nurse would like to switch her infusion set. It was stated that the customer is very active and while playing a basketball game the cannula of her quickset was bent, which cause her glucose level to rise. The blood glucose reading at time of her admission was 526mg/dl, and she was wearing the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.